Event description:
(B)(4) I had essure I think for about 5 1/2 yrs I had it implanted I wanna say (B)(6) 2011 and I had it removed (B)(6) 2016 I so desperately wanted these things out because of all the problems I was having such as chest pain irregular heart beats sharp pelvic pain seems as if it stayed on the left side more than the right side lower back pain my joints felt as if I was an elderly woman. I just simply ached all over. Hair constantly fell out until I am just about bald. Some of my teeth constantly chipped until I had a couple pulled out. Essure has been removed and the pain still here almost 2 yrs later.. I thought after having these device removed my life would go back to normal boy was I wrong. Now my insurance has started over I don't have the money to meet the deductible to even go back to the doctor...